Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013 at 10:30am. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that following the mynxgrip deployment, the patient had no complications and was discharged to home from the recovery room at 3:53pm. At 9:37pm the patient presented bleeding from the access site to the emergency room of the facility from where she had been discharged from earlier that day. The patient had bleeding at the access site but was alert and oriented. It was noted to the aci clinical specialist that the ER staff applied a 1,000ml saline bag to the right groin to apply pressure (duration unknown) because the facility does not have sand bags. The patient was given morphine, dramamine and lorazepam while in the emergency room. The patient was hospitalized overnight for observation. The physician examined the patient at 7:30am on (B)(6) 2013 and discharged the patient to home at 1:16pm that same day. Note: the aci clinical specialist reported that she was not able to find out the reasoning of why the morphine and lorazepam were given to the patient. No further information is available.